Event description:
It was reported an issue with novosyn suture. The client has reported that after opening, the needle separated from the suture when it was pulled out of the bag. The user opened a new one, but the same problem occurred with 5 consecutive units, so they suspect a problem with the lot. No patient involvement.

Manufacturer narrative:
Summary of investigation: there are 5 previous complaints of this code-batch regarding the same issue, closed as confirmed. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 14 closed samples and 4 empty race-packs, only one aluminum pouch. To evaluate the conformity of these units, we performed the following tests: -tightness test to the closed samples received has been performed and the units are tight. -rotation test in all closed samples received, 2 threads break easily next to the needle. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that can be caused by too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: considering that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.